Event description:
It was reported the patient received the replace generator soon message and did not lose therapy. As a result, the ipg was replaced to address the issue. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.